Manufacturer narrative:
Follow up information was received on 17-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain and abnormal bleeding (seen as genital bleeding). She had the device removed after it was found to have perforated her fallopian tubes. The events are anticipated in the reference safety information for essure. Genital bleeding and abdominal pain may occur with essure therapy. In addition, fallopian perforation with essure may occur, most often during insertion. In this case, the exact date and mechanism of fallopian tube perforation were not known. Based on the nature of the events and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because a device removal was required. Additionally, non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states on 13-oct-2016 on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2013 for permanent birth control. After the implant, she began suffering from severe abdominal pain, severe menstrual pain, abnormal bleeding, severe back pain, migraines and abnormal increase of menstrual flow. On (B)(6) 2013, she had the device removed after it was found to have perforated her fallopian tubes. Following the (B)(6) 2013 surgery, she suffered a long and painful post-operative recovery. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain and abnormal bleeding (seen as genital bleeding). She had the device removed after it was found to have perforated her fallopian tubes. The events are anticipated in the reference safety information for essure. Genital bleeding and abdominal pain may occur with essure therapy. In addition, fallopian perforation with essure may occur, most often during insertion. In this case, the exact date and mechanism of fallopian tube perforation were not known. Based on the nature of the events and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because a device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her fallopian tubes"), abdominal pain ("severe abdominal pain"), genital haemorrhage ("abnormal bleeding"), embedded device ("an essure device was identified embedded in the fat of the small intestine") and device dislocation ("malposition of essure device") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood pressure high. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included vaginitis bacterial. Concomitant products included hydrocodone since 2013 and ibuprofen since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain / right side / left side"). On (B)(6) 2013, 7 months 7 days after insertion of essure, the patient experienced procedural pain ("long painful post-operative recovery"). In (B)(6) 2014, the patient experienced cystitis ("infection; bladder, urinary tract") and urinary tract infection ("infection; bladder, urinary tract"). In (B)(6) 2016, the patient experienced headache ("migraines/headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), migraine ("migraines"), menorrhagia ("abnormal increase of menstrual flow"), embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy with removal of essure device). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, migraine, menorrhagia, procedural pain, embedded device and device dislocation outcome was unknown and the vaginal haemorrhage, cystitis, urinary tract infection, headache and pelvic pain had not resolved. The reporter considered abdominal pain, back pain, cystitis, device dislocation, dysmenorrhoea, embedded device, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2013:hsg shows peritoneal placement of left essure device. (B)(6) 2013:surgical pathology report. Portion of intestinal fat with essure device: foreign body consistent with essure device. Adipose tissue with focal fibrous adhesions, chronic inflammation, and fat necrosis. Gross description: 5.0 x 0.1 cm metallic coiled fragment, consistent with essure sterilization device. (B)(6) 2013: hysterosalpingogram: malposition of essure device. Essure device was not properly situated to effectively prevent pregnancy. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2018: plaintiff fact sheet received. Events vaginal bleeding, bladder & urinary tract infection migraines & headaches, pelvic pain, device embedded, device dislocation are added. Lab data updated. Concomitant, historical conditions & drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.